Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right atrial (ra) lead was attempted but was not implanted because it exhibited loss of capture (loc). Another lead was successfully implanted. No additional adverse patient effects were reported.